Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels all intact. During functional check, the reported problem was duplicated. Powered on by connecting alternating current power and unable to turn device off or turn device on with aa battery. No error code could be found in the device information folder or in the event history logs. During investigation found the power switch defective. Replaced defective power switch.

Event description:
It was reported that the reason for return was that the device won't turn on. No patient injury reported.